Event description:
Reporter alleged being taken to the hosp and treated with a glucose IV due to the results of the blood glucose monitoring device. Reporter stated device read 179 mg/dl the evening prior to the alleged incident and she awoke at 1:00 am sweating and felt lethargic. Reporter stated the ambulance was called and her device read 279 mg/dl; however, their device measured 39 mg/dl. Reporter indicated being transported to the hosp and given glucose IV where she was diagnosed with a bladder infection. Reporter stated no controls were used. A request was made for the return of the suspect device and replacement product was sent.